Event description:
Customer reports to have received a low battery alarm then received a blank screen. Customer changed batteries and received a battery out limit alarm. Customer also reports that there is a missing piece inside battery compartment customer's blood glucose was 600 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, broken battery tube threads and minor scratches on the display window.